Event description:
It was reported that this pacemaker recorded one signal artifact monitor (sam) episode due to oversensing of noise signals on both the right atrial (ra) and right ventricular (rv) channels. This resulted in the minute ventilation (mv) feature to switch sensor vectors. Recorded impedance measurements during the sam episode included some out of range measurements; ra ring to can was greater than 3000 ohms, sensor ra tip to can measured less than 200 ohms and sensor rv ring to can recorded noise. In addition, there was noise exhibited on both the ra and rv channels with intermittent oversensing of the noise signals on the rv channel resulting in approximately one second of pacing inhibition. Technical services (ts) was consulted and offered troubleshooting options. Upon further review, it was found approximately seven minutes after the recorded sam episode, there was oversensing on the ra channel, resulting in inappropriate storage of an atrial tachy response (atr) episode. No additional stored episodes or out of range impedance measurements have been recorded since. Ts recommended the health care professional (hcp) reach out to the patient to inquire if they were having a procedure during the time of the stored events. At this time, the pacemaker system remains in service. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker recorded one signal artifact monitor (sam) episode due to oversensing of noise signals on both the right atrial (ra) and right ventricular (rv) channels. This resulted in the minute ventilation (mv) feature to switch sensor vectors. Recorded impedance measurements during the sam episode included some out of range measurements; ra ring to can was greater than 3000 ohms, sensor ra tip to can measured less than 200 ohms and sensor rv ring to can recorded noise. In addition, there was noise exhibited on both the ra and rv channels with intermittent oversensing of the noise signals on the rv channel resulting in approximately one second of pacing inhibition. Technical services (ts) was consulted and offered troubleshooting options. Upon further review, it was found approximately seven minutes after the recorded sam episode, there was oversensing on the ra channel, resulting in inappropriate storage of an atrial tachy response (atr) episode. No additional stored episodes or out of range impedance measurements have been recorded since. Ts recommended the health care professional (hcp) reach out to the patient to inquire if they were having a procedure during the time of the stored events. At this time, the pacemaker system remains in service. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.